Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive up arrow button. The blood glucose reading was 109 mg/dl. The customer stated that she was attempting to deliver a bolus when she noticed the issue. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly and no moisture damage on keypad traces noted. The keypad connector was fully locked. The insulin pump has cracked reservoir tube lip, belt clip and no physical damage to belt clip slot noted.